Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-73; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with failure code f-73 was confirmed during product evaluation. This condition was caused by the motor current exceeding 1 ampere; this was due to a loose motor coupler. The motor coupling screws were tightened and loctite 222 was applied to the coupling set screws. Then the screws were tightened to 4.3 in-lb. To correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.